Manufacturer narrative:
Product event summary (B)(6)2018: this event did not meet the korean fer reporting requirements. Continuation : product ID 8781 serial(B)(4) implanted: (B)(6)2016 product type catheter product ID 8781 serial(B)(4) implanted: (B)(6)2016 product type catheter update/correction: regarding outcomes attributed to the adverse event, the initial report indicated intervention required which is no longer applicable based on additional information / clarification received. Correction: the concomitant product was not added in error regarding the initial report. Update/correction: the initial report indicated serious injury for type of report and is being updated in this supplement report to reflect malfunction instead. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding if surgical intervention had occurred, it was clarified that the issue regarding volume discrepancy was noted at a pump refill procedure and not surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that for the last 6 months of refills, the healthcare professional (hcp) has to waste more medication than expected based on dosage and reservoir volume. There was no environmental/external/patient factors that may have led, caused, or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were performed/taken to resolve the issue. It was noted that surgical intervention did not occur and was not planned. It was noted that the issue was not resolved at time of report, and the patient's status at time of report was alive- no injury. The patient's weight and medical history was asked and will not be made available. The event date 2018 (last 6 months). Additional information received from a healthcare professional (hcp) via a clinical study indicated there was a discrepancy in volume at refill on (B)(6) 2018. It was noted that the hcp noticed a discrepancy in the expected volume versus the actual volume at refill. The hcp expected 4.1 ml at pump refill, but had 11 ml aspirated from the pump. The patient stated that they have not had the same amount of relief with the pump lately, but did not specify when it started. It was unknown what factors may have led, contributed, or caused the event. Diagnostics/troubleshooting included the plan was to schedule a dye study, and manufacturer will be contacted once scheduled. It was reported that surgical intervention did occur. This issue was still not resolved. No further complications were reported.

Manufacturer narrative:
B3 update: the date of event was updated regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Regarding volume discrepancies, the actual reservoir volume (arv) was found to be greater then the expected reservoir volume (erv) on the following dates: 2017-(B)(6) (arv was 7 ml, erv was 1.9 ml), 2018-(B)(6) (arv was 8.5 ml and erv was 3 ml), 2018-(B)(6) (no volumes were given), 2018-(B)(6)(arv was 8 ml and erv was 4.4 ml), and on 2018-(B)(6) (arv was 11 ml and erv was 4.4 ml). It was noted that a roller/rotor study and dye study was done. No problems were found. Surgical exploration was being considered. The pump was currently administering infumorph with concentration 10 mg/ml at a dose rate of 7.204 mg/day.